Manufacturer narrative:
(B)(4). Issues with 3d scans were found to be the result of "x-ray signal state" errors. The communication issues with the navigation system were the result of the site consistently using a broken ethernet cable. Medtronic representative cautioned the site multiple times that this issue could occur, however, the site opted not to change the cable. Performed 13 successful 3d scans and 3 navigated spins without an issue. Imaging system is fully functional, performed as intended. Reported issue resolved. On 03/29/2016 a medtronic representative, following-up at the site, reported the radiographic technologist (rt) that was involved in the procedure stated the case was delayed under an hour before they abandoned navigation. Return requested. Replacement detector shipped to site. Detector returned unused to manufacturer on 03/31/2016.

Event description:
A site representative reported that, while in a spine procedure, their imaging system experienced an error with the mobile view station (mvs) displaying 3d mode disabled and they were unable to take a 3d spin. The leds on the navigation system could be seen, as well as, a green line of communication. They tried toggling between 2d and 3d, however, it produced no effect. They tried re-booting the imaging system three times, issue was not resolved. The surgeon opted to discontinue the use of the imaging system, and the navigation system, to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The software logs contain several occurrences of the ¿xraysignalstate.condition.inittimeout¿ error which is preventing 3d acquisition from being enabled. Per the site visit by the rep, the system checked out and is not exhibiting the reported behavior, however, the field service representative has recommended that the site replace a broken ethernet cable which they have not done.